Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the tip of the modular center post reamer. The tip of the reamer appears worn or rounded from use. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was an unknown issue with the reamer. Investigation results noted that the reamer is worn. Attempts have been made and additional information on the reported event is unavailable at this time.